Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not high. Customer states sensor glucose was 400 and blood glucose was 198 mg/dl. Customer requested to have alerts stopped as alarm continues to go off with incorrect information. Customer was assisted. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.